Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (loose component) was confirmed at the bench level. The controller failed visual inspection and passed functional testing. The controller port one connector was found loose from the controller housing with the o ring gasket missing and the connector's locknut loose inside the housing. Additionally, the serial port connector was crack-damaged and loose from the controller housing with the o-ring gasket displaced and with the connector's locknut loose inside. The damaged serial connector was likely the result of a forced connection. The manufacturer and supplier have an open investigation for controllers loose connectors. As a result of these findings, the controller did not perform as intended. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment coordinator that power port #1 of the patient's controller was loose. The controller was exchanged in the clinic with no reported consequence to the patient. No further information was provided.